Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's first ins only lasted a year and the patient did not know why. The patient said the ins stopped working in 2016. No symptoms were reported. No further complications were reported/anticipated.